Event description:
During an embolization procedure at the splenic artery, the excelsior 1018 microcatheter was approached to the aneurysm and two idc - interlocking detachable coils were deployed successfully. When the 3rd idc - interlocking detachable coil was inserted into the microcatheter, resistance was felt. Then during removal, it was noticed that the subject device had already detached. The same event occurred twice. The patient suffered no clinical sequelae.